Event description:
A carrier of tunneling kit had snapped when the extension leads were being passed through the patient. It was further noted that "basically the carrier socket part (plastic) of the carrier is too large and not strong enough - it gets caught internally and breaks at the same patient every time". The same extension lead was used and no harm was caused to the patient. This was the second occurrence of the issue that the surgeon experienced. Additional information is being requested, and will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
(B)(4).